Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s healthcare provider changed her rapid-acting insulin to humalog u-200, after which she was instructed to perform a factory reset on the ilet; the patient was counseled that novolog u-200 use is off label and potentially dangerous, and a guided factory reset was completed with ongoing dexcom g7 use and a reported blood glucose of 239 mg/dl. Symptoms included hyperglycemia. Outcomes included additional training scheduled and no alerts or alarms reported. Investigation included troubleshooting and user education. Investigation of this case revealed no device alerts or alarms and no device malfunction identified, with the event associated with hyperglycemia under unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.